Event description:
On (B)(6) 2012, the pt's step-father called with concerns that her infusion device was not functioning correctly because her blood glucose levels had been elevated between 250-450 mg/dl since (B)(6) 2012. Her normal blood glucose range is 110-130 mg/dl. The pt was able to correct her elevated blood glucose levels herself with injections of insulin w/o any outside assistance. The pt's mother, step-father, and doctor were requesting a new infusion device because they felt the infusion device was not delivering the correct amount of insulin. The pt changed her infusion site several times since (B)(6) 2012. The device has not displayed any error or alert messages. During f/u, the pt's mother stated that her daughter had been in the emergency room three times, but was not admitted, this past week due to elevated blood glucose levels. On (B)(6) 2012, she was taken to the hospital and was in the ER for about 4 hrs, but was not admitted and she was released. She was treated with an insulin injection at the hospital. The morning of (B)(6) 2012 she was again taken to the hospital and was given saline fluid via IV; she was not admitted to the hospital, but was in the ER for about 10 hrs. On (B)(6) 2012, she returned to the ER with elevated blood glucose. She was not admitted, but was released 5-6 hrs later. On (B)(6) 2012, her blood glucose level was 485 and she was able to self-treat. The pt is not currently using the infusion device. Since she discontinued use of the device, her blood glucose levels have been 45-285 mg/dl. Troubleshooting with the pt's mother did not reveal any problems with the infusion device. The pt's mother stated that the device does not deliver enough insulin. Infusion device was replaced. The infusion device, infusion set, adapter, and insulin cartridge were requested to be returned for product eval.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The infusion set was not returned for evaluation. The reference samples were visually inspected and tested for flow and leakage, and all test results were within specifications.